Manufacturer narrative:
Field service engineer performed an operational verification of the injector, and found no problems, malfunctions, or defects with the unit. All test results were within listed specifications. Injector was returned to full service by customer.

Event description:
On (B)(6) 2011: customer reports female pt, dob (B)(6) 1957, from the emergency department was undergoing a CT scan and received a possible air embolism. Pt had surgery last week and came to the emergency department experiencing difficulty breathing, shortness of breath, and apprehensiveness. Pt had a CT scan of the chest to rule out of pulmonary embolism which was performed with an injection rate of 3-4 cc per second. Customer reports approximately 100 ml of air was injected into pt. Hospital root cause analysis is pointing to operator error. It is suspected that the technologist reused a syringe. Post incident pt's shortness of breath was escalated. Pt was admitted to the ICU for observation. Pt was then discharged from the hospital 24 hours post incident with no further complications.